Event description:
An 8f amplatzer torqvue fx (tvfx) was used to deliver a 14mm amplatzer septal occluder (aso), however, the tvfx core wire fractured during device deployment. Less than 10mm of broken wire was attached to the aso's right atrial disc which remains in the patient. The tvfx was removed and the aso remains implanted.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function, including simulated use by attaching and detaching a thread gage to the delivery cable end screw. Review of manufacturing documentation confirmed this delivery system successfully passed these inspections. The cause of the reported event remains unknown.